Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported certain symptoms during recharging sessions. The patient told the rep that during prolonged recharges, they experience an intense sensation of tiredness and body heaviness which becomes very uncomfortable for them. Additionally, they reported gastrointestinal discomfort including nausea. To avoid these symptoms, the patient performed shorter recharges more frequently. It was noted that the patient's therapy worked well and they experienced relief. Additional information was received from the rep reporting that the device model was ¿97714/97715/(B)(6)¿; follow up is being performed to obtain clarification. It was further stated that the patient had a replacement but continues to have the same symptoms. The patient did not feel heat at the ins site.

Event description:
Additional information was received. Regarding the replacement, the first time the patient reported these symptoms was after the replacement. Previously, the patient was using an older model device, and after the replacement with the current model device, they mentioned experiencing the same symptoms with both devices. Therefore, a return is not possible in this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.